Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke into several places. The procedure was a shoulder surgery. The healthcare professional pulled the pieces with tweezers because the anchor had come half on site when it broke. All parts were removed from the patient. The healthcare professional completed the procedure successfully with a backup device. There were no reported patient injuries. No other complications were noted.